Event description:
Medtronic representative called in to report that the monitor intermittently went to black status and restored itself during a procedure. Surgery and patient outcome were not reported to be impacted.

Manufacturer narrative:
Medtronic ent rep swapped cables and computer, per RMA. After testing system, it performed as intended. No impact on patient reported.